Event description:
A physician's office reported that an error message was received stating that the output current could not be delivered due to high impedance. The high impedance was observed on (B)(6) 2012. The physician's office was unable to provide previous diagnostic results. It was also added that the patient has not been feeling stimulation for a while, but the date that this began was unknown. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.